Manufacturer narrative:
Additional information: g3 correction: a2(age at event) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature performed between 2015 and 2021, a retrospective study evaluated 127 patients who underwent cone beam com puted tomography: navigated radiofrequency ablation for osteoid osteomas. A 15-cm cool tip electrode was inserted into the center of the tumor to generate heat. The ablation phase was a total of 16-min. There were 82 adults and 45 children under 18 in the study. Treatment failure occurred in 11 adult patients aged 18 years and above, including minor peripheral nerve complaints, and minor range-of-motion limitations. Cone beam computed tomography navigation reduces impact of poor prognostic factors in osteoid osteoma radiofrequency ablation; guy ben arie; journal of clinical orthopedics and trauma; 2025.

Manufacturer narrative:
D10 concomitant products: unknown cool ti, unknown cool tip electrode (lot#:unknown) guy ben arie. "Cone beam computed tomography navigation reduces impact of poor prognostic factors in osteoid osteoma radiofrequency ablation", 2025, journal of clinical orthopedics and trauma. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.